Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying an ¿er5 and er2¿ messages. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the patient on (B) (6) 2010 to classify this complaint. The patient alleged that the product issues began on the morning of (B) (6) 2010. It is not known what readings the patient was obtaining from the alleged meter prior to when the issue started. The cca documented that the patient manages her diabetes with a combination of oral medications (actos and metformin). The patient confirmed that the alleged product issue did not cause her to change her usual diabetes routine. At approximately 4:00 pm of (B) (6) 2010, the patient stated that she went to her routine doctor¿s appointment. During the doctor¿s visit, the patient claimed that she was feeling weak and was sweaty. The patient stated that her blood glucose was tested with the clinic meter and obtained a result of ¿263 mg/dl.¿ the patient stated that her doctor made changes to her current prescription by replacing her metformin with januvia (dose unspecified). The patient mentioned that her doctor had samples of januvia pills and he advised her to take one while she was in the clinic. Later on that same evening (exact time unspecified), the patient claimed that she became ¿weak, shaky, and thirsty.¿ the patient stated that she interpreted her symptoms as indicative of a low blood glucose level. Immediately after the onset of her symptoms, the patient claimed that she treated herself with two glucose tablets. The patient stated that she also ate some food, went to sleep, and felt better the next morning. During the troubleshooting session, the cca documented that the alleged ¿er2¿ message occurred when a test strip was inserted into the subject meter, but not when the power button was pressed. In addition, the cca verified that the reported ¿er5¿ message occurred even when the test strip drew in the blood sample completely. Both reported error messages could not be resolved with troubleshooting. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims she was unable to test her blood glucose due to the reported issues and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.